Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) due to the device flipping. No further information was provided despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.